Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down while using its internal battery. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation did not confirm or reproduce the reported complaint. An investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed's risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down when disconnected from main power supply. There was no harm or serious injury reported as a result of the incident.